Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration data, general reagent issues were not suspected.

Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but was not provided. This event occurred in (B)(6).

Event description:
The customer received questionable ck-mb - the mb isoenzyme of creatine kinase stat and troponin I stat results for one patient. The initial ckmb result was 300 ng/ml with a data flag. The initial troponin I result was 25.00 ng/ml with a data flag. The repeat ckmb result when diluted 1:10 was 41.28 ng/ml with a data flag. The repeat troponin I result when diluted 1:10 was 23.21 ng/ml with a data flag. These results were reported outside the laboratory. The second repeat ckmb result when diluted 1:10 was 404.7 ng/ml with a data flag. The second repeat troponin I result when diluted 1:10 was 197.9 ng/ml with a data flag. These results were reported outside the laboratory. The patient was not adversely affected. The ckmb reagent lot number was 174105 and the troponin I reagent lot number was 174423. The expiration dates were requested, but were not provided.